Event description:
Customer reported this unit was reading low vte while on a patient, the ventilator was removed from the patient and the patient was placed on another ventilator, they claim there was no harm done to the patient. Volume was set to 500 ml's and the vte reading was 380 ml's, the relief valve is all the way closed, circuit was replaced, exhalation valve body was replaced and the diaphragm was replaced and the problem was not corrected. Customer is requesting field service to come in and correct this problem.

Manufacturer narrative:
The carefusion field service representative evaluated the device and found that the exhalation valve receptacle was physically broken; a large portion of the retaining ring was missing. The carefusion field service representative replaced the exhalation valve and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.